Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR review was not performed as the lot number was not provided. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with exposure to a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. It is unlikely the issue was with the concomitant sterrad 100nx as the unit did not cancel, and the fse confirmed the unit was operating to specifications. The cause of the issue could not be determined as the product was not returned for functional analysis. The customer was provided information on interpreting post-processing correct color change. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is tyvek® pouch with sterrad® chemical indicator. Common device - the correct common device is self seal pouch. Catalog number - the correct catalog number is 12320. Lot number - the correct lot number is unknown.

Event description:
An international customer reported the tyvek pouch with sterrad chemical indicator did not change color correctly after a completed sterrad 100nx cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of tyvek pouch with sterrad chemical indicator not changing color correctly.